Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing stitches were irritated under the lifevest equipment. Patient described the area as irritated under the clasp of the garment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised putting hydroperoxide on the area. Follow up indicated that the skin irritation improved.